Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pain, post op pain problems which was thought to be sympathetic dystrophy but did well later with a well functioning knee. On (B)(6) 2017 developed pain, x-rays showed osteolysis around the implants. Femoral component removed easily, tibia which only had a little bit of need for use of a flexible osteotome to break the bond of the cement around the cortical rim and remainder popped out with ease. Fibrous tissue around implants removed. Patellar button had signs of osteolysis underneath and was removed easily. No complications noted with this procedure. A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported by legal the patient underwent a right knee arthroplasty. The patient was revised 3 years later due to pain and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.